Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
No device was returned for investigation; therefore, testing was done on an unused, same model number, universal seal. It was determined that the event was most likely related to inserting an accessory through the cannula seal at a high angle, which caused the septum to pinch and tear.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, that part of the universal seal accessory fell in the patient. The surgeon had just completed the procedure and was performing a final visual sweep of the field when he noticed a black, crescent shaped fragment. The fragment was removed robotically. After the universal seal accessory was removed, it was visually inspected, and it was observed that a black piece of the inside of the seal was missing. The customer is not aware of what caused it to break off. This finding did not have an effect on the outcome of the procedure. The accessory cannot be returned as it was thrown away. The procedure was completed.

Manufacturer narrative:
Based on follow-up with the customer, the universal seal used during this event was discarded and cannot be returned for failure analysis evaluation. The customer stated the universal seal captured in this report belonged to either lot u80230623 or u80230616 but could not confirm which. An investigation into this event in ongoing, a follow-up MDR will be submitted if additional information is obtained.